Event description:
During an a-fib procedure, the lasso catheter went across the mitral valve into the left ventricle, where it became tangled in the chordate tendonae. The doctor tried to remove the lasso with a non bwi ablation catheter without success. The patient required an open heart surgery to remove catheter. This event was considered severe by the customer. The customer assumed the causality of this event as device related and it was not considered due to any malfunction with the lasso catheter. The patient required extended hospitalization and patient condition was reported on process of recovering and doing well.

Manufacturer narrative:
A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).